Event description:
It was reported to boston scientific corporation that an interject injection needle device was used during a sclerotherapy procedure. According to the complainant, during testing prior to the procedure, the needle wouldn't retract back into the sheath. Another interject injection needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient was reported to be in good and stable condition.

Event description:
It was reported to boston scientific corporation that an interject injection needle device was used during a sclerotherapy procedure. According to the complainant, during testing prior to the procedure, the needle wouldn't retract back into the sheath. Another interject injection needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient was reported to be in good and stable condition.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Following a detailed device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident that the device needle would not retract. A visual assessment was performed. The needle was extended approximately, and a kink was found on the outer sheath. A functional evaluation was performed. The inner hub was actuated, however, the needle would not move. Based on the analysis, it has been determined that the needle would not retract due to the inner and outer sheaths being kinked. The kinks in the working length would not allow the inner sheath to move freely inside the outer sheath. The kinks possibly occurred when the needle was exposed. The event information states that the defect was identified outside the patient during preparation for the procedure, and may be due to some aspect of the handling of the device in preparation for the procedure. Therefore, the most probable root cause for this complaint is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.